Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a battery replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well. The physician chose to replace the ipg due to physician¿s preference.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a battery replacement.

Event description:
A report was received that the patient was experiencing frequent ipg charging. The patient will undergo a battery replacement.